Manufacturer narrative:
The events of capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "consistent pain on the right side greater than left side" and "capsular contracture" baker grade unknown. Treatment includes massage therapy without benefit. The device remains implanted. This record is for the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis: device photograph(s) for the device related to the reported event of capsular contracture and anxiety-product/procedure was reviewed on (B)(6) 2020. Visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "consistent pain on the right side >left side" and "capsular contracture" baker grade unknown. Treatment includes massage therapy without benefit. The has been explanted. This record is for the left side.